Manufacturer narrative:
(B)(4). Date sent: 7/23/2021. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? Fever, than CT scan. How many days postoperative was the bleeding identified? 5. What was the approximate blood loos? 1 liter. Was a transfusion required? No. Was the site of the bleeding identified? No. What was done in the reoperation? No reintervention. Were any staple formation issues noted throughout the care of patient? No. What was the pre and postoperative anti-coagulant and pain management protocol? Fragmin p forte (5000 ie) 0-0-1 starting the evening before operation, paracetamol 1 g 1-1-1-1.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the approximate blood loos? Was a transfusion required? Was the site of the bleeding identified? What was done in the reoperation? Were any staple formation issues noted throughout the care of patient? What was the pre and postoperative anti-coagulant and pain management protocol? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that postop to a lap. Bypass bariatric surgery. Bleeding occurred from the staple suture row, which had to be treated postop by reoperations. According to current information, at least one patient almost bled out and could only be saved by emergency surgery, now in need of intensive care. It has to be clarified which products belong to which procedure and where the emergency surgery took place